Event description:
It was reported that the pump showed a motor rate error during occlusion testing. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. No service history found in last 12 months. Review of event log verified motor rate error alarm. The reported problem with motor rate error was verified and duplicated by motor drive test. Replaced worm coupling, plunger tube and lead screw. Also found size pot and transistor at q1 on plunger printed circuit board (pcb) damaged. Replaced size pot and plunger pcb. Calibration and motor drive test performed. Device passed all testing.